Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h10. Based on the results of the investigation, no device malfunction was confirmed during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The video connector pins were worn out which caused a poor connection to the pigtails. The light guide connector block was also worn out. Both a & b lamps were browned/burned out. The battery was low and could not recall the user setting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, there was an intermittent video connection while using the video system. No other devices were involved in the event. There was no surgical delay, and the intended procedure was completed with the same device. No patient harm reported.